Event description:
Electrode - tip broke: our affiliate is reporting that during an arthroscopic knee procedure, a portion of the distal tip of 1 vapr suction electrode broke off into the patient's joint space. All was retrieved from the patient's body and the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.